Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump was received with missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during physical inspection: missing retainer, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. No crack or damage on the battery compartment noted during physical inspection. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The insulin pump was returned for analysis.